Event description:
The customer is reporting fill estimates lower than what is expected. Cold insulin was used in the load process. There was no impact to the customer's blood glucose levels.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.